Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with ventricular fibrillation. High voltage therapy was not delivered by the generator. External defibrillation was required to terminate the fibrillation. Later interrogation indicated possible high voltage circuit damage and device reset. The patient required ventilation and hospitalization after the event.